Manufacturer narrative:
Other, other text: UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer had a system failure. Patient involvement unknown.

Event description:
Additional information received on 2-aug-2023. The unit just failed preventive maintenance check. The event date was unknown. No patient injury.

Manufacturer narrative:
Other, other text: h6 health effect and impact updated.

Manufacturer narrative:
Additional information provided in d.10., h.2.,h.3. And h.6. Visual inspection of returned sample revealed a printed circuit board (pcb) and water tank cover cracked. The functional test results confirmed the customer?s complaint. The device would not allow the over temperature alarm to set. The cause of this event is the faulty pcb. The pcb and tank cover was replaced on the device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).